Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported "infection started directly after implants. Both sides and under on the stitching line. I needed antibiotics but due to severity I had corrective surgery...again infected", " ¿major mental/physical anxiety¿ due to financial constraints". Patient later reported "I also have night sweats, chest pain itching, stomach pain, headaches and fatigue" all not related to the device. The right side device remains implanted.

Event description:
Healthcare professional additionally reported "patient had a post-operative infection. Swab result returned and reported infection with staphylococcus aureus. Patient was successfully treated with antibiotics." Device has been explanted.

Manufacturer narrative:
H.6. [Health effect - impact code]: f2303 medication required.

Event description:
Patient later reported "confirmed that they have cancer"; this event is not device related.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified yellow encapsulation, cloudy and yellow particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device has been explanted.